Event description:
Biomet orthopedics received preliminary clinical data from (B)(4)regarding patients enrolled in a (B)(6) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a revision procedure was performed on (B)(6) 2013 due to infection.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-08302 / 08304).